Event description:
It was reported that the pt's bone conduction thresholds worsened over the last month until the pt had no benefit from the vibrant southbridge anymore.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.